Manufacturer narrative:
Updated: h6, h10. G2 corrected: from distributor to company representative. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported "monitor does not turn on" issue could not be determined, as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation that the monitor does not turn on was not confirmed. An additional issue of a damaged ground terminal was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the power does not turn on the high-definition liquid crystal display monitor. No patient injury or procedure impact was reported.